Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer¿s current blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. Customer started correcting by drinking juice that sky rocketed her blood glucose. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s sensor glucose was 200 mg/dl at the time of the event, the difference is outside the acceptable range. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.